Event description:
It was reported the patient went to an urgent care due to low blood glucose (bg) levels dropping down to 50 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient was treated with antibiotics for a bladder infection and a new pod was applied. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.